Event description:
A review of the service data detected a reportable problem. During routine servicing, electrode belt ns (B)(4) failed incoming functionality testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation of the electrode belt failed incoming functionality testing. The cause for the failure was isolated to an open violet (agnd)a nd red (-5v) wires in the cable connecting the distribution node and ECG "b". There was no sign of external damage to the cable. The root cause fot he open wires could not be positively identified btu was likely excessive force. No adverse event resulted from the defective electrode belt. The last patient to use this electrode belt did not report any deficiencies.